Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperative that the right atrial (ra) lead was attempted/not used as it was coming loose. The ra lead was replaced. No patient complications have been reported as a result of this event.